Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release. With dpt sets, it is common for the clinician to check for air or particulates while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a foreign object was noticed at the end of the transducer connection, before use. There was no allegation of patient injury. The device is available for evaluation. Inquired of patient demographics. Unable to be obtained.

Manufacturer narrative:
We received one single dpt kit in a opened tyvek pouch for examination. The reported event of "foreign object at the connection at the end to the transducer" was not confirmed. The returned pressure monitoring kit and opened packaging was examined prior to decontamination. Priming solution was evident throughout the kit. No visual indication of contamination was found from the package or the product. A microscopic examination of the product after decontamination did not detect any presence of a foreign object inside of the returned kit. The kit was also flushed continuously with ro water for 5 minutes in attempt to check for the presence of a foreign object within the kit. Both the collected flushed ro water and returned kit were visually inspected however no foreign objected was found. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.